Event description:
According to the literature source of a study performed between 2019 and 2022, a retrospective study including 206 cases of laparoscopic sleeve gastrectomy was completed. Endo gia with tri-staple loads were used to staple the stomach. Postoperative complications, including bleeding, occurred in two patients and required reoperation. Intrathoracic sleeve migration following sleeve gastrectomy: incidence and outcomes. Dr. Bomina paik, 2024, obesity surgery, 10.1007 /s11695-024-07525-6.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot# unknown), unknown-vloc, unknown vloc product (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.